Event description:
The customer reported that the system needed a single board computer upgrade. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The single board computer was upgraded with a replacement. The system was tested and found to be working as intended and put back into service.